Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of approximately 200 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated via correction bolus. Reportedly, the customer was released on 02/17/2022 with the issue resolved and no permanent damage. Tandem technical support confirmed the pump was functioning as intended.